Manufacturer narrative:
E1: initial reporter postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of uromatic tur administration sets were difficult to disconnect. This issue was further described as, ¿sterile rubber tubing has been almost impossible to remove, and customer had to cut it off at times¿. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured in january 2024. H11: the actual device was not available; however, a photograph of the sample and retention samples were provided for evaluation. Visual inspection of the photo sample and retention samples did not identify any abnormalities that could have contributed to the reported condition. A leak test under water was performed on the retention samples, and no leaks were observed. The reported condition was not verified on the photo sample and the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.